Event description:
It was reported that during a video assisted thoracotomy procedure, when firing it made a loud audible popping noise and the device would not open and locked on tissue. They manually opened the device with an incomplete staple line. Attempted to repeat the same process with new device with the same outcome. Opened a different product code and completed the procedure successfully. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 9/9/2008. Evaluation summary: two devices (a-b) were returned for analysis. Device a was returned with the firing mechanism damaged. Two reloads were also returned partially fired. One reload was noted to have a wedge band bypass, as the right side was 3/4 fired and the left side was 1/3 fired. In addition, the cartridge deck was damaged. Damage to the cartridge deck can occur if the device is clamped over a hard object. When this happens the cartridge gets indented, not leaving sufficient space for the sled pushing the driver to continue its run, resulting in damage to the sled. When the mechanism is forced the wedge band will bypass the sled. Device b was returned with the firing mechanism damaged and no reload present. No functional tests could be performed on either device due to damage of the internal components. A 100% inspection takes place during manufacturing to ensure the device meets the release criteria. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.